Event description:
The customer reported that while in the monitor mode, the device did not shock as expected. There was no report of negative patient impact or outcome.

Manufacturer narrative:
(B)(4). The customer reports that while in the monitor mode, the device did not shock as expected. There was no report of negative impact or outcome. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.